Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow, leak and thermistor testing. Upon visual testing, however, a dent and dielectric breakdown were observed on the tip surface. The treatment data card was also returned for evaluation. The recorded error messages during this event were primarily for improperly lifting/tilting the treatment tip while delivering energy to the patient. System warnings for high temperature and for failure to use constant force during treatment were also recorded. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Breakdown of the treatment tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of damage to the membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities, which were found to have occurred during this treatment. As with all thermage systems, ensuring perpendicular contact between the handpiece and the skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The thermage user manual states that the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation. Note that this event in this report is related to MDR #3011423170-2017-00055.

Event description:
It was reported that a patient experienced a burn in the lower face post-treatment which was treated with "silva-sulfa 1% cream." Reportedly, patient was administered lidocaine cream prior to/during the procedure. The highest energy level used during treatment was 6.5. No ice was applied post-procedure. It was noted that this was the second patient treated with this treatment tip. Reportedly, the burn has healed, but scarring has remained. The doctor intends to treat the patient with "collagen induction therapy." Upon return of the device, dielectric membrane breakdown was observed on the surface of the treatment tip.